Manufacturer narrative:
Additional information: on 05/02/2016, the reporter contacted animas and reported that call service alarm cs 088 had been emitted by the pump more often than expected by the user.

Manufacturer narrative:
Follow-up #2: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.